Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Note: review of otismed database indicated that this patient is not listed as a recipient of shapematch cutting guide that was used during implantation of stryker knee implant. Not returned to the manufacturer.

Event description:
Patient contacted stryker and stated they had bilateral triathlon knee replacement done with shapematch cutting guides. Patient states they are experiencing pain, stiffness, swelling, muscle spasms, burning and soreness in both knees/legs since having the knee implant surgery. Patient states they visited an orthopedic surgeon at orthopedic clinic in and the physician who saw the patient allegedly stated that the knees are both loose as a result of allegedly having been cut at an improper cutting angle as a result of the cutting guide, thereby allowing the tibia to slide forward while walking and this allegedly is contributing to continuing toi exacerbate the muscles and cause more and continued pain.